Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced underfill or low draw or a tube with blood. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were only filling to 2ml thus resulting in underfilling. Kriz reported that the pink tubes on her cart were only filling about 2mls then stopping. She then tested a few with water and found that the two cases that were open were having the issue. So we tested new cases randomly from the same lot and they worked correctly. How many tubes have underfilled? We tested about 8 tubes and all for these two flats were underfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced underfill or low draw or a tube with blood. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were only filling to 2ml thus resulting in underfilling. Kriz reported that the pink tubes on her cart were only filling about 2mls then stopping. She then tested a few with water and found that the two cases that were open were having the issue. So we tested new cases randomly from the same lot and they worked correctly. How many tubes have underfilled? We tested about 8 tubes and all for these two flats were underfilling.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11-may-2022. H.6. Investigation: 83 samples were returned from the customer in support of this complaint. All customer samples were visually inspected with no issues being identified. Separately, 10 customer sample tubes were functionally tested and the customer's indicated failure mode of underfill was not observed. Additionally, 10 production lot in-house retention tubes samples were functionally tested and no issues were observed as all 10 retention tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.